Manufacturer narrative:
Additional information. It was initially reported that the device was returning for analysis; however, the device was not returned. Multiple attempts for product return were sent to the customer with no success. The reported elevations in pump power and estimated flow could not be confirmed because no log files from the time of the reported event are available and the system controller was not returned for evaluation. A direct correlation between the device and the observed high power and estimated flow values could not be determined as the pump was not returned. It was reported that during the implant procedure on (B)(6) 2016, high pump power and estimated flow values were observed at a low pump speed. It was stated that the patient¿s inflow cannula appeared to be in good position and the outflow graft was not kinked. It was further noted that the patient did not have aortic insufficiency or patent foramen ovale. The aortic valve was closing and the left ventricle was unloading. The patient's map was reportedly 60 to 70. The system controller, system monitor, and patient cable were exchanged; however, the pump parameters reportedly remained the same. No alarms were reported for this event. Information provided indicated that the surgeon felt there was an electrical issue with the pump and an exchange of the pump body was performed. Multiple requests for product return were issued to the customer with no success. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 day. The explanted device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that during implant the lvad system was producing elevated power and flow estimation values at low pump speeds. Echocardiogram revealed that the lvad inflow cannula appeared to be in good position and the outflow graft was not kinked. There was no aortic insufficiency, no patent foramen ovale, the aortic valve was closing, the left ventricle was unloading, and the mean arterial pressure was 60 mmhg to 70 mmhg. The system controller, system monitor, and patient cable were exchanged, but the pump parameters were the same. The lvad pump was exchanged. It was reported by the surgeon that an ingested thrombus or electrical issue was suspected.